Manufacturer narrative:
(B)(4).the event occurred in: (B)(6).

Event description:
The customer complained of a false positive benz benzodiazepines plus (benz) result. The initial benz result run on a cobas 8000 c 502 module (c502) was positive (321 ng/ml). The clinician questioned the result because if confirmed the patient would be moved from a low secure to a high secure setting. The repeat result from the same analyzer was again positive (328 ng/ml). Repeat testing was performed on (B)(6)2017. The sample was sent away for confirmation testing using gas chromatography¿mass spectrometry (gc/ms) and a negative result was obtained. The negative result obtained from the gc/ms testing was believed to be correct as all previous and subsequent results for the patient have been negative for benz. The initial result was reported outside of the laboratory. There was no allegation of an adverse event. The c502 serial number was (B)(4). Since the patient had taken a dose of olanzapine prior to the sample collection a potential cross reactivity was questioned by the customer. A cross reactivity of benz with olanzapine can be excluded as the root cause. Investigation is currently ongoing.

Manufacturer narrative:
The patient sample was submitted for further investigation to check for cross reactivity of benz with olanzapine. The results obtained from the sample with 100 ¿g/ml of olanzapin were below the lower detection limit of the assay and no cross reactivity of the olanzapin could be detected. Further information was requested from the customer to determine the status of the reagent and instrument on the day of event, but no further information was provided. A specific root cause could not be identified.